Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 h6 : mechanical g4 - femur visual examination of the provided pictures identified signs of implantation there is nicks and gouges along with foreign material on the implants. As the devices were not returned, further evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no signs of hardware loosening or radiolucency. Incomplete healing of the oblique fracture involving the proximal tibial and fibular diaphysis could cause pain. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 00588604612 - trabecular metal cruciate retaining monoblock tibial component: green, size 6 c-h, 12mm - 62806924 g2 : foreign country : australia customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee surgery and was subsequently revised due to pain and instability. All implants were revised. Attempts have been made and all available information has been provided.